Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush's head broke off, as a result a metal pin touched tooth and the head shot into mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2018 that when she was brushing her teeth with an oral-b professional care rechargeable toothbrush, the head of the oral-b brushhead, version unknown broke off and as a result, a metal pin touched her tooth and the head shot into her mouth. No symptoms developed. Relevant history: none reported. No further information was provided.